Event description:
The pt was having more spasticity than usual along with increased pain. The pump was replaced. Baclofen dose adjustment for desired effect was still taking place. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4)